Manufacturer narrative:
Analysis found that there was a misalignment between the stylus tip and the cursor of the programmer. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer that was returned after being dropped subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.